Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device not returned by hospital.

Event description:
Patient underwent right total hip revision due to acetabular liner wear and acetabular cup malposition. The femoral head and acetabular cup were removed and replaced.